Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The serial number of this device remains unknown; therefore, we are unable to conduct a device history record review. Only patient gender is know. Age, patient conditions and history are not available. Implant year was provided as 2001 and implant date was not available as it occurred at a different facility from the most recent procedure and those records are not available. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to endocarditis or structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding the valve-in-valve procedure was minimal and subsequent attempts to get additional information regarding the condition of the device at the time of the procedure, patient's condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. It was noted that the valved conduit did exhibit a prolapsed leaflet on the non-coronary side which led to regurgitation. Exact cause remains unknown. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Reportedly, a edwards a porcine aortic 27mm valved conduit required a valve in valve procedure after an implant duration of approximatly 13 years due to degeneration leading to regurgitation. No other information is known at this time.